Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set leak was leaking from an unspecified location. The leak was observed during a patient chemotherapy infusion in the hospital room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.